Event description:
Event description cpi received information that during the attempted implant of this ventak mini implantable cardioverter defibrillator (ICD), the ICD was tested succesfully and defibrillation thresholds established. The ICD was pacing the patient appropriately post-shock, but while closing the pocket, the physician reported that the patient received a shock, and then pacing ceased and the ICD could no longer be interrogated. The ICD was removed, and still could not be interrogated. The ICD was replaced and returned to cpi for analysis.